Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts bunched 5mm distal to the proximal markerband, distorted and lifted from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 27mmx3.00mm,target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation, a 3.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.